Manufacturer narrative:
The device was returned and analyzed, the lead body is deformed and twisted in multiple places consistent with twiddler's syndrome. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted as it was dislodged, the lead was returned and analyzed. No additional adverse patient effects were reported.